Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula nor if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient experienced vomiting and elevated blood glucose (bg) levels while wearing the pod between 36 and 48 hours on the abdomen, resulting in hospitalization. This incident took place during the month of (B)(6) 2017 (no exact date could be obtained). On the day prior to this event, patient's bg measured approximately 220 mg/dl and continued to rise throughout the day and exceeded 500 mg/dl. Correction boluses were delivered via omnipod system and manual injections, however, bg level did not decrease. A visit to an endocrinologist was made and patient was deemed dehydrated, therefore, was ordered to visit hospital for fluids. As instructed, patient visited the emergency room and admitted to the hospital. No official diagnosis was made, however, patient advised they were "in the beginning states of dka (diabetic ketoacidosis). Upon removal of pod, cannula was found kinked. Treatment included intravenous delivery of fluids and insulin via an insulin drip. It should be noted that, during hospitalization, patient's bg fell to 70 mg/dl. As treatment, patient was provided with glucose and orange juice. Patient was discharged the following day. The device was removed by hospital staff, therefore, unable for return.